Event description:
Customer called into customer service to report that the housing to her pump in style transformer was cracked in half, where you could see the inside of the housing.

Manufacturer narrative:
Contact was not made with the customer to obtain additional information regarding this event. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be files at that time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Reported failure appears to be for rev l or rev m transformer however customer did not have transformer therefore was unable to obtain information on lot code. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.